Manufacturer narrative:
Result of investigation: vyaire medical technical support was not able to reproduce the reported problem. Unit passed 144 hours extended tests at customer settings. The ventilator failed troubleshooting final test at pressure & oxygen blending performance. All measured o2 (oxygen) percentages were below specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The equipment was received in vyaire facility for evaluation. Unit placed on extended tests/run-in. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire that the lap top ventilator 1000 alarmed low pressure . The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event